Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 55 mg/dl after recently reconnecting to the ilet pump following a period off therapy, during which insulin delivery had been paused and the pump was noted to suspend delivery on its own. Symptoms included low blood glucose. Outcomes included self-treatment with 15 grams of oral carbohydrate. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified during the interaction, and the event was characterized as hypoglycemia of unclear cause following recent reconnection to therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.